Event description:
Received information that an altitude alarm occurred while customer was sleeping. Customer's blood glucose level was impacted. Customer addressed impact to blood glucose via insulin shots. Reportedly, customer stuck pins into the pump to clean or clear the vents.

Manufacturer narrative:
The device is available for evaluation; however, the device has not been received. A follow up report will be submitted if the device is received.